Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type iiib endoleak of the bifurcated device and secondary endovascular procedure on (B)(6) 2019 with ovation stent graft reline. The event is most likely device-related due to the use of strata material. The procedure-related harms for this evnt could not be determined. The final patient status was reported to be in good condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with the ovation ix system (one (1) main body, one (1) extender, and two (2) extenders) on (B)(6) 2019. The clinical complaint specialist confirmed that the re-intervention successfully resolved the type iiib endoleak per received medical images.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, a type iiib endoleak was detected by CT during routine follow-up. The physician plans to re-intervene, and patient is reported in good condition. There have been no additional patient sequelae reported.